Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The cause of the low bg was due to customer delivering a bolus. Low bg was addressed by consuming carbohydrates.